Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product analysis center (pac) further evaluated the removed part and determined that the cause of the reported issue is shorted q7 in the h bridge.

Event description:
A customer contacted stryker to report that the device had illuminated its service led and had logged an event code which is associated with a monophasic shock delivery. As a result, wrong defibrillation therapy would be delivered, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the device had illuminated its service led and had logged an event code which is associated with a monophasic shock delivery. As a result, wrong defibrillation therapy would be delivered, if needed. There was no patient use associated with the reported event.